Event description:
A webform complaint was received in which it was reported a customer received a "scan again in 10 minutes" message on the adc device and was unable to obtain readings. The caregiver was contacted and reported that the customer experienced hypoglycemia symptoms and was unable to self-treat. Customer required-third party treatment of sugar and juice drink. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Attempted to scan the sensor using evm (evaluation module), however the patch was not detected. Unble to extract the sensor data as the returned sensor did not communicate with a knew unused reader. The sensor was de-cased and no issues were observed upon visual inspection of the pcba (printed circuit board assembly. The battery was measured, and the results were not within specification. Unsoldered the battery from the pcba. Attempted to scan sensor with the evaluation module (evm), and sensor communicated successfully. An extended invsestigation was conducted. Attempted to extract data from returned sensor, sensor does not read. Performed a visual inspection on the returned sensors pcba, observed that the antenna had been damaged due to de-casing and is unable to be re-soldered/repaired due to the solder pads coming away from the pcba. This damage will render the antenna unable to communicate. Therefore, this issue is unable to test.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.as the operating system is unknown, g4 - PMA/510(k) # has been populated for ios.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan again in 10 minutes" message on the adc device and was unable to obtain readings. The caregiver was contacted and reported that the customer experienced hypoglycemia symptoms and was unable to self-treat. Customer required-third party treatment of sugar and juice drink. There was no report of death or permanent impairment associated with this event.